Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2010 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the pump history. The pump accurately delivers 2.00 units/hr for 29-hr. No delivery related malfunctions observed during investigation.

Event description:
The patient's father contacted animas alleging that the patient was hospitalized with a diagnosis of dka on either (B)(6) 2011 or (B)(6) 2011. The patient's father stated the patient obtained a message of "hi (blood glucose >600 mg/dl" when testing blood glucose (bg), and had symptoms of nausea, vomiting, abdominal cramps, and shortness of breath. The patient's father reported that the patient's bg was 857 mg/dl when tested on a laboratory instrument. The reporter claimed the patient was disconnected from pump 1 hour after being admitted and was treated with an IV insulin drip for dka and dehydration. The reporter was advised by the patient's hcp to contact manufacture to troubleshoot pump and get it replaced. At the time of troubleshooting, it was noted that prior to hospitalization the patient had last changed site on (B)(6) 2011. The patient's father reported that they did not check for air bubbles, kinked tubing, leaking or blood in tubing prior to or at time of hospitalization. The reporter stated that the patient uses thighs for sites. During review of pump history, it was noted there were no associated alarms. The patient's father confirmed all pump settings, including date and time were correct. Reviewed total daily delivery and confirmed basal and bolus totals added up correctly. At the time of the call, the patient's father claimed site appeared to be intact; however, when cannula was removed, he reported that it was slightly leaning to the side and appeared to be blood or blood tinged in the cannula. During a follow-up call, the patient's father claimed that the patient's physician still wanted the pump replaced. Although it was determined during troubleshooting that there was no malfunction of the reported device, this complaint is being reported because the patient was treated for hyperglycemia at the time the pump was in use.